Manufacturer narrative:
The customer's report was observed upon initial testing at zoll taiwan. However, the report was not duplicated at zoll medical corporation. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed an "internal comm error - 1175" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical taiwan. The customer's report was observed during testing. However, the customer's report could not be duplicated. Analysis of reports of this type has not identified an increase in trend.